Event description:
It was reported by a customer in the USA that during patient use, the 840 ventilator keyboard become unresponsive. The pt was transferred to another ventilator. There was no reported patient injury.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the malfunction. The cse replaced the graphic user interface (gui) printed circuit board (pcb), and upgraded the software to the current revision. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).

Manufacturer narrative:
The covidien failure investigation engineer (fie) evaluated the returned graphic user interface (gui) printed circuit board (pcb) reported to generate error codes. A visual inspection was carried out on the returned gui pcb showed no anomalies. Functionality tests and calibration were performed by using the failure investigation test ventilator (fitv) as detailed in the 840 ventilator service manual. The gui pcb was attached to the fitv for analysis, was powered up normally, and no errors were recorded in the diagnostic logs. During extended self-testing (est), the ventilator failed for the ¿accept key fails¿ error code. The fault was isolated to u157 component, which was replaced. The gui pcb was again attached to the failure investigation test ventilator for further analysis. It was powered normally, and no errors were recorded in the diagnostic logs. It was set into ventilation mode for a minimum of 24 hours, and no error codes or alarms were observed during the running tests period. The reported malfunction was verified.